Manufacturer narrative:
A2 - age at time of event: 18 years or older. (B)(6). Device is a combination product. Device is evaluated by MFR. : synergy ous mr 3.50 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with struts lifted on distal rows seven and fifteen. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A 0.014" test guidewire loaded through the tip without issue. A visual and tactile examination of the hypotube found no issues. A visual examination of the shaft polymer extrusion profile outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 28mmx3.5mm cencentric, de novo target lesion located in the severely tortuous and severely calcified left anterior descending artery. After the left circumflex artery was engaged with a non bsc guide catheter and guidewire, predilitation was performed with 2.5x10mm and 2.5x10mm non-bsc balloons. A 3.50 x 32 synergy drug-eluting stent was then advanced but tracking difficuties were encountered. The device was pulled out and it was noticed that the distal stent strut was damaged and lifted up. Following one more predilitation, another 3.50 x 32 synergy stent crossed with ease and was implanted to complete the procedure. The outcome was good with timi 3 flow and the patient was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 28mmx3.5mm cencentric, de novo target lesion located in the severely tortuous and severely calcified left anterior descending artery. After the left circumflex artery was engaged with a non bsc guide catheter and guidewire, predilatation was performed with 2.5x10mm and 2.5x10mm non-bsc balloons. A 3.50 x 32 synergy drug-eluting stent was then advanced but tracking difficulties were encountered. The device was pulled out and it was noticed that the distal stent strut was damaged and lifted up. Following one more predilatation, another 3.50 x 32 synergy stent crossed with ease and was implanted to complete the procedure. The outcome was good with timi 3 flow and the patient was stable.